Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Right-sided access was obtained and the delivery system crossed without difficulty. Initial positioning required adjustment to achieve an adequate capsule gap, which was subsequently confirmed prior to proceeding. Anchors were deployed and advanced to 90 degrees, at which point a prominent lateral cord was identified. Additional intracardiac echocardiography (ice) assessment was performed to confirm leaflet engagement. Imaging was limited due to shadowing from a prior aortic valve replacement and multiple leads. Persistent concern remained regarding the lateral leaflet following the initial spin, requiring prolonged alternating assessment with ice and transesophageal echocardiography (tee) until adequate leaflet elevation over the anchors was confirmed, after which full deployment was completed. Following full deployment, visualization remained limited, obscuring assessment of potential leaflet or chordal interaction at the lateral anchor. Additional depth was applied to improve leaflet engagement, and subsequent ice suggested successful lateral leaflet capture with improved leaflet visualization in short-axis views. Deployment steps, including apices off wire, first inflection, and full ventricular expansion, were completed with reassessment at each stage. Anchor height evaluation demonstrated the anterior anchor positioned lower, prompting retraction of the delivery system to optimize height. The septal aspect appeared more ventricular and the lateral more atrial. However, echo md believed to be buried in the septum instead. The system was rotated toward the septum and additional secondary depth was applied, with minimal positional change observed. At final release, the valve rose atrial on the lateral side and dropped ventricular on the septal side. The valve remained canted but stable, without rocking, with mild paravalvular leak and moderate tricuspid regurgitation. Following multidisciplinary discussion, a valve in valve procedure was considered. However, the decision was made to leave the valve in place due to patient risk and lack of surgical candidacy. The observed outcome was attributed to suboptimal septal positioning prior to release and possible incomplete leaflet capture on the lateral side. On post operative day (pod) 3, a repeat tee was done and it was observed that the valve had not moved. The plan is to discharge and re-evaluate for plug later. After internal imaging review of procedural tee it shows evidence of evoque valve embolization upon release, with the majority of anchors losing contact with the native annulus. The 52 mm valve is canted, positioned high (atrial) on the posterior/lateral aspects and low (ventricular) on the anterior/septal aspects. Minimal rocking observed. There is evidence of qualitatively moderate to severe eccentric posterolateral pvl. The evoque transvalvular tr appears qualitatively mild to moderate. The final tv mean inflow gradient is not recorded. Cannot confirm any device related issues or malfunction. The root cause of evoque valve embolization identified from imaging is procedure related: lack of leaflet capture, suboptimal depth. A potential contributing factor is imaging related: device shadowing.